Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where cannula was rigid and needle was sticking out of it on (B)(6) 2025. Event occurred within 3 hours of insertion. The insertion site was the abdomen. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6007727 have already been previously tested in the complaint (B)(4) on 10/jul/2025. The reference samples were visual inspected and tested for flow and leak. All test results were within specifications as per the test report complaint 2111403 complaint test report.pdf attached in this record. Device history record (DHR) review: packing the lot 6007727 was manufactured according to the wi version 18 and packaging in the multivac 14, on 18/jun/2024, with a total of (B)(4) units. Cannula part the lot 4f02561 was manufactured according to the wi version 16 welding in the machine lc04, on 12/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/jul/2025 against malfunction code damaged soft cannula. (E.g. Penetrated by introducer needle) and lot 6007727 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production, one more complaint received on the lot in question and malfunction, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.